Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the device has been implanted for about 3 years. Reportedly, on medium pressure inflation, the pump seams to resonate against the check valve and pumps fluid back into the reservoir [auto deflation]. The patient can distinctly feel the resonance all the way to the reservoir.